Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a configuration issue. A technical support specialist adjusted the time and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, station had a time difference. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.